Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 504 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar is not moving with no input. The customer did not experience any symptoms such as vomiting, difficulty in breathing, confusion, dehydration. The customer was treated by intravenous drip. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was done for high blood glucose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with all buttons responding properly. Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08705 inches. No damage or moisture damage on keypad assembly and no unlocked electrical board keypad connector noted during visual inspection.